Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing elevated and low blood glucose (bg) levels ranging from 45 mg/dl to over 500 mg/dl. Reportedly, the customer alleged the basal rate settings needed adjustment. Customer consumed juice to address low bg and delivered a bolus to address the elevated bg. Recommendation was made to discuss diabetes management with a health care professional.